Event description:
The ge oec 2600 fluoroscopy system displayed x-ray overtime error.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the generator interface pcb. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.